Event description:
It was reported that during a lap cholecystectomy procedure, a clip became jammed in the jaws preventing the device from opening. Took a couple minutes to pry the jaws open. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.